Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with burning and redness, that extended beyond the patch perimeter which occurred on an unspecified day after the sensor had been inserted in the arm. The patient was in the school teaching and started to felt uncomfortable, when she went home her husband look at her skin and its very red and sore and they decided to call her pcp and sent photos to her and was advised to go to her doctor's office the next day and was advised by her pcp that there was an infection, and was prescribed by oral medication (trimethoprim). There is no documentation of scarring, or systemic involvement. There is no diagnostic test conducted. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.